Manufacturer narrative:
As of today, the patients declaration of consent is not available. Therefore, the device itself could not be investigated and no conclusion could be drawn regarding the root cause of the clinical observation. Should the patients declaration of consent become available, this report will be updated.

Event description:
After an implantation period of approx. 36 months, it was reported that the device shows the eri status. The ICD was explanted.